Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that during a rescue event, an arm automated chest compression (acc) unit failed to initiate chest compressions, and the service light began flashing. The device was immediately removed from the patient, and manual chest compressions were initiated. The customer stated there was no extended interruption in chest compressions during the transition from the arm unit to manual CPR. Although the patient was not resuscitated in this case, the outcome was not attributed to the use of the device.